Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 03/09/2023 and it passed suction and cycle specifications. The customer's report of low suction could not be confirmed.

Event description:
On (B)(6) 2023, the customer alleged to medela llc that she was experiencing low suction with her pump in style max flow breast pump. She additionally alleged she had mastitis and was prescribed antibiotics.

Manufacturer narrative:
Customer service conducted troubleshooting including verifying the user was using correct kit components; verifying the user was washing parts according to instructions for use; verifying user was using dry parts when pumping; verifying the user was not washing or drying tubing on the pump; verifying there was no milk backup; and disassembling, inspecting, cleaning and/or reassembling kit and tubing set.the customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report.based on the results of our internal investigation (reference number ca11-001), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017.mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation.however, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.